Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the instrument locked out on third firing and a cracking sound was heard. Hemostasis appeared adequate and the procedure was completed with a new instrument. Pt bled post op and was reoperated on. Upon closer inspection, the staple line in question was determined to have separated with poorly formed staples visible. Hemostasis was re-established and the pt recovered with no other complications.